Event description:
The report indicated that the customer's bg levels remained consistently high (380-406mg/dl) over a three hour period while wearing a pod. As a result, she went to the hospital; the pod was removed and an insulin drip was administered. When the removed pod was examined, she observed that "the cannula was kinked." Despite the kink, the pod did not initiate an alarm. She was kept overnight for monitoring at the hospital. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.